Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's partner that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 53 mmol/l (954 mg/dl) while wearing the pod between 24 and 36 hours on the arm; the patient's usual blood glucose range was reported to be approximately 7 mmol/l (126 mg/dl). The patient had reportedly been feeling unwell throughout the day and experienced vomiting, dizziness, and weakness. The patient's partner reported that the patient was admitted to the intensive care unit (ICU) on the evening of (B)(6) 2026. The reported diagnosis was high glucose levels. Treatment reportedly included administration of intravenous fluids and insulin. The patient was still hospitalized at the time of reporting, and therefore a discharge date was not available. Additional information regarding the date of discharge, hospitalization outcome, and any further medical assessment of the relationship between the event and the omnipod system is being requested. The patient continued to wear the pod at the time of the report.